Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6) hospital. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported inconsistent cauterizing of vasoview hemopro 2. Cords and adapters were switched out but device still is not working. No patient harm.